Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Initial reporter occupation: lawyer.

Event description:
Pfs and medical records received. This complaint is legal. Pfs alleges pain, discomfort, inflammation, and leg locking up. No revision operative note date has been provided.(it should be noted that some of the medical records were not in english and others weren't legible). Update ad 05 sep 2018: (B)(4) has been re-opened under (B)(4) due to the receipt of ppf and sticker sheets. In addition to what were previously alleged, ppf alleges metal wear, metallosis and elevated metal ions. Doi: (B)(6) 2010 - dor: none reported (right hip). Patient is bilateral please see (B)(4) for the left hip.